Event description:
Cable snapped, tip came off, uncertain whether tip fell into patient during procedure. Additionally, the account stated physician was doing a gastric by-pass procedure when the retractor broke. The physician put the retractor in the patient, and tightened up on it to form the shape in order to retract the liver, and the wire popped out. The physician saw it before starting to retract the liver, and removed the retractor from the patient. The retractor was replaced with another one, and the case was completed without incident or further delay.

Manufacturer narrative:
Investigation results revealed the cable broke where it exits the rigid shaft. Other observations of the device include a significantly deformed segment at the distal end; a crack in the handle, a bowed shaft, and the nitinol wire was broken. It was also noted that all the segments were still intact, and showed no indications that the device fell apart as indicated on the report. No absolute cause of the cable failure can be determined, but it is possible for the cable to fall at the point where it exits the rigid tube if the unit is not sterilized in the straight position with the sterilization sleeve per our instructions for use. The distal end should not be bent to fit it into a sterilization tray. This can kink and fray the cable at this location. Device history review found no issues.